Event description:
The patient had received multiple inappropriate shocks due to a ventricular lead noise. The noise could not be reproduced with any sort of isometrics or positional testing during interrogation. The physician decided to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.